Manufacturer narrative:
Lot #: suspect lots are sr19k29137 and sr20e18091. A batch review was conducted on the suspect lots and there were no deviations found related to this reported condition during the manufacture of these lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of an unspecified quantity of clearlink system secondary medication sets, unspecified medication would not infuse; further described as the medication "not delivered in the intended timeframe". This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional infusion is available.